Event description:
Tech alleged that when the brakes were engaged, the head brakes did not hold.

Manufacturer narrative:
Tech found that the bolt and nut were missing from the link and the head brakes were not engaging. He installed the transtar brake/steer upgrade on the head end of the stretcher and the brakes functioned properly. The stretcher was found out of service in the bed shop and there were no alleged injuries.